Event description:
It was reported to philips that the system does not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary diagnosis. The procedure was completed as planned as the main equipment allura system was in normal use. It was reported to philips that the system does not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that there was a software problem in the workstation iw. To resolve the issue, fse reloaded the system software, and the system operation was verified. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.